Event description:
N/a.

Manufacturer narrative:
The device has been returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Pm maintenance and cleaning required at this time. This device exceeds its expected life of 7 years. The complaint was not confirmed. The definite root cause of the reported condition cannot be reliably determined. Most probable root causes are: incorrectly assembled device. Improper technique used during procedure. Inadequately maintained device used for procedure. Device identifier # (B)(4).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2000 mayfield 2000 skull clamp slipped during an unknown procedure. Additional information received on 23sept2019 and 26sept2019 indicating that the device was in contact with the patient for a suboccipital craniotomy procedure for decompression. The patient was positioned prone when the unit slipped and caused a scalp laceration. Adjustments were made by the nurse under the drapes however, the unit still was not holding in the locked position. Therefore, the incision was closed, drapes were removed and the surgeon had to apply a different skull clamp. The incident occurred post incision. There was a significant delay in the procedure with no adverse consequence as a result of the delay. Patient outcome was "as expected".